Event description:
A customer reported to baxter (B)(4) of a 500 ml evacuated container that had very minimal suction and was not draining properly during an infusion. It is unknown if there was any patient injury or medical intervention. The customer had 33 cartons and 97 loose bottles of the product, which they were not willing to use and wanted to return. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in four hundred and eighty one samples for evaluation. Testing of the samples showed four out of 481 units contained low vacuum, however, the four units were tested by vacuum gauge and contained acceptable vacuum. The four units with the tesla coil were false rejects. The root cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is pre-amendment; therefore, it does not have a us 510k number.